Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that two sensors had broken. The sensors became stuck in the serter when inserting. The husband did not recall the blood glucose reading. The husband was advised on proper insertion.